Event description:
A 3.5mm diameter x 30mm length ave gfx stent was inserted into the left anterior descending coronary artery after pretreatment with rotablation and percutaneous transluminal coronary artery. Although the physician was aggressive in attempts to cross the target lesion, it was not possible to advance the stent due to excessive calcification; therefore, the stent and delivery system were pulled back from the coronary artery. Upon removal, the stent got caught on part of the calcified lesion and dislodged from the stent delivery system in the left main coronary artery. It was not possible to retrieve the stent in the catheterization lab and the pt became unstable; therefore, the pt went to surgery for removal of the stent. The physician has no product complaint because the lesion was heavily calcified and it was his opinion that any stent would have performed the same way. There was no add'l clinical sequelae reported relative to the event.